Event description:
ER pt had heparin lock in place, clamped off for transport to x-ray; blood pressure was being monitored with noninvasive blood pressure. Pt was sent to x-ray. Upon return to ER, family member connected nibp into hep lock. Nurse came into the room and noticed the error; nurse then connected nibp to cuff. Note that intravenous line has a female leur lock connection. Nibp has male connector perfectly compatible. No pt complications resulted. Clinical engineering did 100% inspection of all nibp's and conventional sphygmomanometers, plus automatic tourniquets to identifiy all similar capabilities. Fittings were changed on datascope nibp's. Air pressure test hoses on automatic tourniquets were removed from machine and stored separately.